Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m. (B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, bmi at the time of index procedure the diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Were two reverse stitches performed across the incision prior to closure? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Can you describe the appearance of the stratafix suture during second procedure, if applicable? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number? What tissue dehisced? Onset date/time of dehiscence? (# post op days) please describe any surgical intervention required for the wound dehiscence including date and findings. Is it known how the wound dehisced? Did the sutures break or pull out of the tissue? If the suture broke, where was the break noted (termination, middle, end)? Were there any precipitating stress factors that led to the suture breaking or pulling out of the tissue?

Event description:
It was reported that a patient underwent a total knee arthroplasty medial para patellar fasciorrhaphy on an unknown date and a barbed suture was used. Post-op, the patient heard a bumping/crackling sound during rehabilitation. Therefore, the surgeon checked the patient, and it was found that the wound was dehisced at several points. Then, re-suture was performed on another day. The patient has no problems. The current condition of the patient was reported as discharged from the hospital. The patient is now recovered. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to FDA: 08/29/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was provided: vicryl 2 - 0 was used subcutaneously and vicryl 3 - 0 was used for the dermis. The epidermis was closed with skin bonding tape. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Was there any deficiency with the vicryl 2-0 or vicryl 3-0 suture? Were there any post-operative issues with the subcutaneous layer, dermis or skin layers?

Manufacturer narrative:
(B)(4). Date sent to FDA: 10/27/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure=>unknown. Name of index surgical procedure?=>total knee arthroplasty, parapatellar approach the diagnosis and indication for the index surgical procedure? =>unknown what was the initial approach for the index surgical procedure? (Open, laparoscopic or other)?=>parapatellar approach. On what tissue was the suture used?=>sxpp1a302 was used on fascia, vicryl was used on subcutis and dermis. What was the tissue condition (normal, thin, calcified, fragile, diseased)?=>unknown. Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure?=>unknown. Were two reverse stitches performed across the incision prior to closure?=>unknown. Please describe any medical/surgical intervention required for this suture event including dates and results.=>re-suturing. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation?=>unknown. Where was the suture break noted (termination, middle, end)?=>unknown. Can you describe the appearance of the stratafix suture during second procedure?=>unknown. When did the suture break? On what date?=>post op, but the detail is unknown. What symptoms did the patient experience following the index surgical procedure? Onset date?=>unknown. Other relevant patient history/concomitant medications?=>unknown. What is the physician¿s opinion as to the etiology of or contributing factors to this event?=>unknown. What is the patient's current status?=>the patient is getting better. Lot number?=>unknown. Unknown. Was there any deficiency with the vicryl 2-0 or vicryl 3-0 suture?=>what tissue was dehiscenced was unknown except for fascia. Were there any post-operative issues with the subcutaneous layer, dermis or skin layers?=>details is unkonwn, but dehiscence was occurd at knee.